Event description:
It was reported that the tube pushes off the needle with a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder. This occurred on 100 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: (1 of 2 complaints) pushback tube from needle during collection, the tube jumps from needle if they don't hold the tube.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/30/2020. H.6. Investigation: bd received samples from the customer facility for investigation. The samples were tested and the customer's indicated failure mode for tube push off with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tube pushes off the needle with a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder. This occurred on 100 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: (1 of 2 complaints) pushback tube from needle during collection, the tube jumps from needle if they don't hold the tube.